Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome via a manufacturer representative. It was reported that the patient¿s ins was overdischarged. A trickle charge was performed and normal recharging was attempted. The patient reported that this was their 4th overdischarge. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that they were initially unable to communicate with the device. The rep stated that after that was attempted, the patient reported they had two overdischarge sessions performed in the past. The rep had no further information. No further complications were reported.